Manufacturer narrative:
(B)(4). Method: the complaint bc328 infant interface headgear is not expected to be returned to fph (B)(4) for investigation as it was not available. Our analysis is accordingly based on the event description and additional information provided by the hospital. Results: as reported by the hospital, skin irritation was observed on the patient's shoulder. The hospital staff used a product called "comfeel" to avoid skin irritation. A lot check was not performed as not lot number was provided. Conclusion: on the headgear, there are two scratch patches on the both sides to adjust the headgear and one side was in contact with the patient's skin. Friction would have caused a skin irritation on the patient's shoulder. The fph infant interface headgear is designed to be used in conjunction with the infant interface nasal tubing, which is part of the infant interface product family. The fph infant interface headgear user instructions indicate in pictorial form the correct setup and use/fitting of the headgear, and state the following: "do not over tighten the infant headgear straps." "Check skin in areas underneath the headgear regularly for signs of skin irritation (including forehead). Ensure foam block and velcro dots are not in direct contact with the skin."

Event description:
A hospital in (B)(6) reported that a bc325 infant interface headgear came in contact with the patient skin and caused a "wound" on the patient's shoulder. The wound was later described as skin irritation.